Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a 35v supply failed message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Occurrence of the following check vent alarms was confirmed in the repair center: check vent: 3.3v supply failed (diagnostic code: (B)(4)). Check vent: motor control pcba adc failed (diagnostic code: (B)(4)). Check vent: 35v supply failed (diagnostic code: (B)(4)). Check vent: ovp circuit failed (diagnostic code: (B)(4)). Check vent: 5v supply failed (diagnostic code: (B)(4)). The pse replaced the printed circuit board assembly (pcba) motor controller to resolve the reported issue. The device passed required performance verification tests per philips standards. The replaced part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed.

Manufacturer narrative:
The removed motor controller (mc) pcba was returned to the failure investigation lab (fi). A visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The fi technician installed the motor controller (mc) pcba into a fi ventilator to duplicate the reported issue. The component failure u10 on the motor controller (mc) pcba created 1117, 111d, 111b, 1127, and 1118 error codes.